Event description:
Noted that rvcm shows high capture thresholds, but in person testing shows normal, in range measurement. Bsx integrated lead, so only pacing option is ttc, and patient reportedly has long delay for lv activation following rv pace (~160ms). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).